Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient isn't feeling well. It is unclear if this was being caused by premature ventricular contractions (pvc) or the pacing of the implantable pulse generator (ipg). The ipg was reprogrammed and a mode switch had occurred. The ipg remains in use. No further patient complications have been reported as a result of this event.